Event description:
It was reported a patient had a break in aseptic technique further described as the patient having the side window open during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cramps and yellow effluent. The patient was not hospitalized for the event. The patient was treated with cefazolin (dosage, frequency, and route not reported) on an unknown date. The cause of the peritonitis was a breach in aseptic technique. The patient?s catheter was also reported to be infected. The patient was still recovering from the event at the time of the report. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).